Event description:
It was reported that right ventricular (rv) lead exhibited possible undersensing on a stored high rate non-sustained episode. Additionally, the implantable cardioverter defibrillator (ICD) detected a false t-wave oversensing (twos) episode classification as twos was not noted on the stored electrograms (egm) upon review. The rv lead and ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.